Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A customer reported that the database shows lens coefficient clusters out of order. It was also reported that the site has noticed poor surgical results. The surgeon no longer goes with the system recommended intraocular lens (iol) if there is a discrepancy from pre-operative plan. The doctor goes with the pre-operative iol. There were eight cases that had a large difference between the system and pre-operative plans. Depending on the case, the doctor would usually split the difference between the recommendations. The post-operative outcomes for these patients have been acceptable and have not resulted in any surgical intervention.

Manufacturer narrative:
Through investigation into surgical data, it was found that the system provided an incorrect recommendation during surgery. It was determined that the database of optimized lens coefficients on a limited number of carts had values in an incorrect order, which resulted in incorrect intraoperative lens power calculations. A single lens type was affected on each cart. This system was confirmed to be impacted by this issue. The root cause is attributed to a software coding error that led to the lens coefficients being downloaded in an incorrect order during one of the lens optimization updates. The manufacturer internal reference number is: (B)(4).